Event description:
As the doctor pulled the pencil back during an eye lesion, the pencil arced from the tip into the incision. There was a small flame that the doctor put out with their fingers. The patient's eyelashes were burned almost completely off and the patient also received a small (about 1/2 in x 1/8 in) 2nd degree burn on the upper eyelid. Triple antibiotic was applied to the burn. The esu was set at 20w coag.